Event description:
The facility reported a flo-gard infusion pump with a malfunction of "protector cover cord;" this condition had the potential to interrupt delivery. It is unknown when this condition occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Service history review: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump that has a faulty protector cover cord was not confirmed or reproduced by service. The quality engineer assigned the as determined problem code to be a cracked/broken power cord. The power cord was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.